Manufacturer narrative:
The customer¿s complaint of a needle-free connector that cracked and leaked was confirmed. A photo provided by the customer shows that the smartsite female luer adapter top cap was cracked. Although no leaks were observed in the photo, it is obvious that this type of damage to the smartsite valve would result in a leak. The root cause of this failure could not be identified.

Event description:
It was reported that the needle-free connector of the primary IV tubing cracked during infusion of propofol, and there was a leak. The medication was being infused at 10mg/ml at the time of the event. There was no patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the needle - free connector of the primary IV tubing cracked during infusion of propofol and there was a leak. The medication was being infused at 10mg/ml at the time of the event. There was no patient harm.